Event description:
It was reported "possible helium loss 3 and high-pressure alarms occurring just after insertion." Additional information stated the following: "they have placed a 40 cc fiberoptic iab in the patient's right femoral artery. The patient is in a sinus rhythm. There is a good ECG and arterial pressure waveform on the pump. I had them try hyperextending the groin site. They tried to re-initiate pumping. They got the same alarms. We tried their second a2w and got the same alarms. The physician decided to just switch out the iab for a second iab. When they removed the first iab, the balloon membrane was very twisted. They inserted a second fiberoptic iab. They used the same insertion site. There was no [difficulty] with the insertion of the second iab. When they tried to initiate pumping, they again got the same alarms. I then had them do a manual inflation and deflation of the balloon. They could visualize that the balloon was opening up under flouro. They reconnected the helium tubing and initiated pumping. The pump is pumping without alarms. The patient is getting good support." No patient injury or consequence reported. Patient's condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "possible helium loss 3 and high-pressure alarms occurring just after insertion." Additional information stated the following: "they have placed a 40 cc fiberoptic iab in the patient's right femoral artery. The patient is in a sinus rhythm. There is a good ECG and arterial pressure waveform on the pump. I had them try hyperextending the groin site. They tried to re-initiate pumping. They got the same alarms. We tried their second a2w and got the same alarms. The physician decided to just switch out the iab for a second iab. When they removed the first iab, the balloon membrane was very twisted. They inserted a second fiberoptic iab. They used the same insertion site. There was no [difficulty] with the insertion of the second iab. When they tried to initiate pumping, they again got the same alarms. I then had them do a manual inflation and deflation of the balloon. They could visualize that the balloon was opening up under flouro. They reconnected the helium tubing and initiated pumping. The pump is pumping without alarms. The patient is getting good support." No patient injury or consequence reported. Patient's condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The lot# was identified as 18f23l0028. A device history record (DHR) review was conducted on the newly identified lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review could not be completed as a lot number was not reported. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "possible helium loss 3 and high-pressure alarms occurring just after insertion." Additional information stated the following: "they have placed a 40 cc fiberoptic iab in the patient's right femoral artery. The patient is in a sinus rhythm. There is a good ECG and arterial pressure waveform on the pump. I had them try hyperextending the groin site. They tried to re-initiate pumping. They got the same alarms. We tried their second a2w and got the same alarms. The physician decided to just switch out the iab for a second iab. When they removed the first iab, the balloon membrane was very twisted. They inserted a second fiberoptic iab. They used the same insertion site. There was no [difficulty] with the insertion of the second iab. When they tried to initiate pumping, they again got the same alarms. I then had them do a manual inflation and deflation of the balloon. They could visualize that the balloon was opening up under flouro. They reconnected the helium tubing and initiated pumping. The pump is pumping without alarms. The patient is getting good support." No patient injury or consequence reported. Patient's condition reported as "fine".